Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. Additionally, it was reported that the pump touch screen was unresponsive. The customer's blood glucose was 189 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.